Event description:
Reportable based on device analysis completed on 21mar2023. It was reported that the coil was stuck in the catheter. The target lesion was located in the left internal iliac artery. A 15mmx40cm interlock 35 was selected for use. During the procedure, the device could not advance in the middle of the catheter but could be retracted. Later, the physician decided to remove the whole coil with the catheter. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the interlocking arm detached in the coil arm section.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Under visual inspection the main coil, the delivery wire and the introducer sheath were returned to this complaint. The main coil and the delivery wire were not interlocked. The twist lock was opened. The main coil was found kinked and stretched, and it was detached in the coil arm section. No more damages were observed. Under the microscope was observed that the main coil was detached in the coil arm section. The functional test could not be performed due the main coil and the delivery wire were not interlocked. Dimensional inspection on the main coil revealed that the zap tip od, primary coil od were within specification. However, the coil arm od could not be measured due the interlocking arm was detached.